Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "cartridge failed" during pumping. Reportedly, the customer successfully loaded a new cartridge onto the pump to address the event. There was no impact to the customer's blood glucose level.